Manufacturer narrative:
A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard cover was torn. A field service engineer powered down the station, accessed components, and reseated universal serial bus (usb) connections between the biometric identifier (bioid) and docking board; when the issue persisted, the docking board was replaced, after which the keyboard and biometric identifier (bioid) tested successfully, and the customer confirmed proper operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es needed keyboard replacement. However, there were no delay or adverse events or injuries reported based on this event.